Event description:
It was reported that the patient underwent a revision procedure due to device cycling issues resulting from the system having a knot with an artificial urinary sphincter (aus). The aus remains implanted and active and the pump was repositioned.